Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. It was reported during the index procedure the sideport was noted to be leaking and problems encountered when flushing. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
It was reported that the valiant was not implanted and was replaced by another manufacturers device. Dif information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a leak was observed from the handle when flushing water through the side port. There was no damage observed to the side port tubing. The handle was disassembled to inspect the end seal assembly. The cap was observed to be moving and not bonded to the silicone seal. The graft cover did not retract as the external slider was rotated. The o ring was observed to be unseated in the assembly. If information is provided in the future, a supplemental report will be issued.